Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that in the day following the implant procedure, this right atrial (ra) lead dislodged. The physician attempted to reposition the lead, but the helix would not extend and the lead could not be implanted in the tissue. The ra lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The ra lead was subsequently returned for analysis.